Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level 39 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor broken. Missing broken part see attached picture for details.